Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor siltex contour profile spectrum 450cc breast implants and experienced bilateral capsular contracture baker grade unknown post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. The reported date of implantation is after the device expiration date. This is an off label use of the device.

Manufacturer narrative:
On jul 14, 2023, additional information was received indicating the patient underwent an MRI which showed no deflation. The patient has not undergone explantation to confirm the deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 16, 2023, additional information was received indicating the patient also experienced a possible deflation on the left side. Manufacturer¿s reference number: (B)(4).